Manufacturer narrative:
Zoll has received the autopulse li-ion batteries in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
On the first day of the autopulse platform evaluation, (B)(6) 2017, medics responded to a male patient heroin overdose in full cardiac arrest. Autopulse stopped compressions and displayed "realign patient "error message. The patient was realigned and comperssions resumed. The platform stopped compressions a second time and again advised to realign the patient. Per reporter, autopulse battery was depleted and they continued with manual CPR. No known impact or patient consequence was reported. Reference MFR 3010617000-2018-00031 for the related autopulse platform (sn (B)(4)) used in the event.

Manufacturer narrative:
The reported complaint was not confirmed during functional testing of the returned autopulse lithium ion battery (sn (B)(4)). The battery passed charging in a known good multi chemistry charger with output power equivalent to four green lights on the battery status bar. The battery is working fine as intended for use. No physical damage was observed, and four green lights were lit on incoming inspection. Battery was tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions for 25 minutes and passed with no issue or faults observed. Review of the retrieved archive data revealed that on (B)(6) 2017, the customer inserted the battery in the autopulse, remains for 12.4 days and battery recorded a preserved mode with possible one or more battery cells were discharged below 2.0 volts followed by a reset. On (B)(6) 2017, the same issue was recorded. The customer inserted the battery into the autopulse, remains for more than 10 days and battery was discharged and recorded the same errors. Battery was again reconditioned and fully charged on (B)(6) 2017. Battery was last charged successfully on (B)(6) 2017 and was last inserted in the autopulse on (B)(6) 2017 without errors. Based on this evaluation, a likely cause for the reported event is attributed to improper battery management. The autopulse power system user guide states: "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged li-ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not display any led status lights and will fail charging.